Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for 2 patients. Customer tested a patient sample for accutni and obtained a result of 0.57ng/ml. Upon repeat, this sample gave a result of 0.38ng/ml. A sample obtained from another patient gave a result of 0.53ng/ml and it repeated at 0.03ng/ml. The erroneous results were not reported outside the laboratory. There has been no report of death, injury or change to patient treatment in association to this event.

Manufacturer narrative:
Sample information was not supplied. No errors were posted to the event log. Laboratory policy is to filter the sample and repeat all accutni that result greater than 0.04ng/ml. A field service engineer (fse) was onsite in 2008: the fse noted that erroneous results were from multiple reagent pipettors. The fse cleaned precipitant from the seals and piston assembly and replaced the peri pump tubing. Verification testing failed the first two reps of the washed portion. Fse replaced the aspirate probes and the duckbill, and then the system check passed. Qc was within specifications and verification testing passed. Although hardware issues were addressed, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.